Event description:
In our oncology infusion center, we have had 3 reports of filters leaking today. It is bd maxguard extension set with 0.2 micron filter and needleless y-site, and we believe the lot number for all of them is 22079447, exp 7/25/2025. FDA safety report ID # (B)(4).